Event description:
Cassette failure on pump with levophed running, causing a stoppage of medication getting to the patient. This caused the patient's mean arterial pressure to drop to the low 40s. Rn notified provider who came to bedside and administered 1 amp of bicarb, 1 stick of neosynephrine and a rapid titration of levophed from backup pump. Pump sequestered. ICU medical rep on site (B)(6) -- device passed all checks. Rep was able to confirm history of alarm on logs but issue could not be duplicated.